Event description:
Additional information was received indicating the noise on the rv lead resulted in oversensing and inappropriate shocks. It was noted the patient experienced syncope and cardiorespiratory arrest. It is unknown how the cardiorespiratory arrest was resolved at this time. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead fracture, oversensing noise and inappropriate shock therapy. As received, a partial lead (only distal portion) was returned in one piece. The reported events of fracture and oversensing noise were confirmed. Electrical testing found an internal short between the inner coil and ring electrode cables conductor paths. Destructive analysis found an internal insulation abrasion breaching the ring electrode cable lumen and inner coil lumen with abraded both ring electrode cables ethylene tetrafluoroethylene (etfe) coating and the polytetrafluoroethylene (ptfe) liner underneath the right ventricular shock coil. Scanning electron microscope verified both ring electrode cables were fractured at the distal end of the right ventricular shock coil. The cause of fracture and oversensing noise was isolated to internal insulation abrasion and fractured ring electrode cables consistent with bending fatigue fracture.

Event description:
During a remote follow up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and lead replacement was recommend. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.